Event description:
It was reported that during a shunt percutaneous transluminal angioplasty treatment procedure, balloon rupture occurred. The 99% stenotic target lesion was located in a shunt the severely calcified and moderately tortuous unspecified vein. A 4.0mm x 20mm x 40cm sterling balloon catheter was advanced to the lesion. The balloon was inflated but it ruptured on the first inflation at 8 atmospheres. The procedure was completed using a 4mm-4cm sterling balloon catheter. No patient complications were reported and the patient¿s status is good.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).